Event description:
A product liability claim was raised. It was reported that the pt was implanted a winterthur generic hip prod on the right side on (B)(4) 2007. Recent blood tests showed high percentage of chromium and cobalt.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all info concerning the case in our complaint handling dept. Should add'l info become available an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
This report is being amended to reflect the changes on (B)(4). This information was reported in error on follow up 0009613350-2015-00347 - two sent on (B)(6) 2016.

Event description:
Monitored; elevated cocr; durom.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The result of the evaluation of the provided. Info has been made available. The compatibility check could not be performed as no product information was provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A legal claim was raised. It was reported that the patient had a blood test result showing a high percentage of chromium and cobalt approximately 7 years after the implantation. Neither x-rays, nor operative notes or photos related to the reported event were received for the investigation. In addition, no specific product information, such as lot and article numbers were provided. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Therefore, zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
This case was reopened on may 26, 2016 to enter additional information which had been received on may 24, 2016. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has not been reported that the patient was implanted a durom acetabular component 50/44 code j.